Event description:
Allegedly the pt has had 5 lengthening sessions, the last one 0.5 cm in 2006. Allegedly the pt visited the surgeon in 2008, because of pain in the posterior knee and he found visible breakage inside the femur component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device code is addressed in the package insert. Product was not returned for evaluation. Add'l info has been requested. This event occurred in another country.